Manufacturer narrative:
The following field has been updated with corrected information: b.5 describe event or problem: it was reported that while using bd phoenix¿ m50 automated microbiology system there was false resistance to vancomycin with staphylococcus aureus. No patient impact reported. H.6 investigation summary: a results failure was reported on a phoenix m50 instrument. The customer reported a false resistant result for vancomycin with a staph aureus isolate. Technical service worked remotely with the customer to troubleshoot the issue. It was determined that the isolate was contaminated. When the organism was isolated for purity and rerun the results returned as expected. The root cause of the failure is related to workflow. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Complaints for results are within statistical control for the month of september 2023. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system there was false resistance to vancomycin with staphylococcus aureus. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system there was false resistance. No patient impact reported.